Event description:
Complainant alleged that the clinicians were treating a patient (age and gender unknown) who was presenting a ventricular fibrillation heart rhythm. The clinicians attempted to defibrillate the patient using paddles with the unit, but the device displayed a "poor pad contact" message. The clinicians then applied excessive pressure to the paddles, and the patient was shocked. When the energy was delivered to the patient, the nurse defibrillating the patient received an unintended delivery of energy, as a result of the fact that a set of metal forceps that were contained in the nurses pocket were making contact with the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. In addition, the complainant indicated that there was no adverse effect to the nurse who also received the shock. The nurse did not loose any time from work, nor has the nurse suffered any lingering after effects. The zoll mseries operator's guide, warns the user: "do not touch the bed, patient, or any equipment connected to the patient during defibrillation. A severe shock can result."